Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that this patient's left shoulder was revised. Patient was revised due to an infection. An antibiotic infused spacer was inserted while they wait for the infection to clear. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 -complaint history from january 1, 2008-october 1, 2024, was reviewed for reports of shoulder infections. The sales data for all humeral stems was used to calculate a complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the sterile certificates and/or the final endotoxin test reports could not be performed because serial numbers were not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. The reason for the reported revision due to an infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. H6 - e code, impact code, component code, and investigation codes updated the following sections were corrected: h6 - codes 1930, 4629, 4756, 4118, 3233, and 11 no longer apply. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.